Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with rewinding the pump and filling the reservoir. Customer mentioned that they were hospitalized. Customer's blood glucose was unknown at the time of incident. Customer ended the call at this point and no further information was obtained.